Manufacturer narrative:
The device was received for evaluation on 4/29/2023. The customer's reported condition of unit failed volume to be infused test was confirmed. The device was tested per protocol with basic set up; device failed the performance verification test volume accuracy test. The fluid shield was replaced; device passed self-test with no error alarms. Device passed performance verification test volume accuracy test. Probable cause is damaged/defective fluid shield.

Event description:
The event involved a plum 360 in which the device failed the volume to be infused test. The device had pole clamp and speaker issues also; it sounds like the speaker is about to go out. There were no error messages and device is not alarming. The event occurred during testing, there was no patient involvement, no human harm, and no delay in therapy as a consequence f this event. This is report 1 of 2

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.